Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. Customer also indicated that the pump cannot go through the rewind sequence. Customer's blood glucose was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. The insulin pump was received stuck on a motor error alarm that occurred during a bolus delivery. No motor encoder position error alarm could be confirmed due to alarms in the history for a corrupted history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.